Event description:
It was reported via clinic notes received on 12/08/2011 and dated (B)(6) 2008 that a patient was being seen for increased seizure frequency. Per the notes, the patient's baseline was 3-4 seizures a day consisting of jerking movements of the right arm lasting 3-4 seconds. The day prior to the office visit, it was observed that the patient was having more seizures. The patient's mother administered rectal diastat which stopped the patient's seizures temporarily. The seizures are said to be occurring now in quick succession. The patient had about 36 seizures in 1 1/2 hours prior to the diastat. The patient then had two more brief episodes while in the emergency room and was given fosphenytoin and lamictal. Since the increase in medication, the patient has only had 3 more episodes with one seizure occurring each day for three days. Good faith attempts to obtain additional information have been unsuccessful to date.